Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used during a stenting procedure on a male patient (over 18 years). According to the complainant, difficulty was experienced when attempting to deploy the stent. The physician was able to deploy approximately 1cm of the stent. However, the deployment suture broke and the stent could not be deployed any further. Another stent was not available and the procedure was ended at that time. Another stent will not be implanted and the patient's tumor will continue to be treated with an argon beamer. The patient was reported to be fine.

Manufacturer narrative:
(B)(4) partial deployment. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed. (B)(4).